Manufacturer narrative:
The device was discarded by the user and was not available for evaluation. The device history records were reviewed for this manufacturing lot and there were no anomalies, discrepancies, or non-conformances. There was no report of a device malfunction. The patient's pre-existing conditions predisposed the event. The use of expired product was not considered to have any bearing on the reported event. The 6-month expiration date was based on availability of 6-month shelf life data and not on any limitation of the product design or materials used. The same model device subsequently passed 2 -year accelerated aging testing, substantiating that the device did not deteriorate within 7 months (6 +1 month) after manufacture. Reference MDR #3011525976-2016-00002 for the second inari device involved in this event. (B)(4). Device not returned.

Event description:
On (B)(6) 2016 an embolectomy procedure of a bilateral pulmonary embolism was performed using the flowtriever retrieval/aspiration system. Preoperatively, the patient had recently undergone chemotherapy and radiation therapy to the chest to treat mantel cell lymphoma. He had a dvt of his internal jugular vein that recently occluded. The patient had discontinued xarelto the previous week in order to undergo a bone biopsy. He presented with shortness of breath; pe was submissive with rv/lv ratio of 1.2. During embolectomy surgery, the 10 mm inari flowtriever catheter was advanced to the left pulmonary artery (pa) through a pre-placed inari aspiration guide catheter (agc). Unable to advance the wire far enough, the physician elected to aspirate the clot. A second pass was attempted and the flowtriever catheter captured several pieces of chronic clot. With the flowtriever catheter removed, several attempts using an amplatz ss guidewire, a meier guidewire, and a terumo glidewire were made to access the left pa. A 14 mm inari flowtriever catheter was deployed and no clot was retrieved. At this point, pa pressures began to decrease and a pneumothorax was noted on fluoroscopy. A chest tube was placed. Protamine was given to reverse the 3,000 units of intra-procedural heparin. The patient's vital signs improved, bleeding stopped, and he was transferred to the ICU. For the first half hour the patient was doing well, but he began to bleed from the chest tube. Through the next several hours the patient bled through his chest tube and required transfusions. The patient was brought to surgery to perform thoracotomy to repair a hole caused by a guidewire perforation. The patient's chest was opened, blood removed, and a tiny hole was found in the lower lobar branch. The chest was full of cancer, pleural scarring, and parenchymal lung cancer. A single 5-0 prolene suture repaired the vessel perforation. A suture was also placed in the lung itself where the physician was working but bleeding continued, progressing to coagulopathy. His family understood the situation and a decision was made not to administer additional transfusions. The patient died on (B)(6) 2016. The physician thought the patient would have survived the perforation, but had no reserve. Unbeknownst to him, the chest was full of cancer and previous radiation of the chest rendered the tissues fixed and not pliable. The fixed vessels were susceptible to puncture.